Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.

Event description:
The customer's blood glucose (bg) level was high, however no specific value was provided. The customer used manual injections to lower bg levels.